Event description:
Sales representative reported that a customer had started to implant a duran ring when he noticed that they had it upside down. The sutures had to be removed and reinserted. There was no report of adverse effects to the patient. Additional details have been requested, but no further information has been supplied.